Manufacturer narrative:
(B)(4). The actual device was not received but 56 unused companion devices were received for evaluation. Visual inspection was performed and no issues were noted. The devices were threaded onto a luer connector and each device fit tightly and was not loose. The devices were underwater pressure tested with no leaks detected. The reported issue could not be duplicated or confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap with povidone-iodine solution had disconnected from the transfer set during use. When the customer was trying to twist the minicap onto the transfer set, it only took one turn to attach the minicap when it normally takes more than that. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.